Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Mother of patient reported that her son was brought to the hospital because he was lethargic, vomiting, complaining of a sore throat, and had a blood glucose level of ¿high¿ (>500 mg/dl). Mother reported that the cannula had come out of skin. Patient was diagnosed with strep throat and diabetic ketoacidosis (dka).patient was treated with IV and insulin drip. It was noted that the pod had been discarded.